Event description:
It was stated by the diabetes educator that the customer was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. It was stated that the customer was using an insulin pump that was physically damaged. It was also stated that the customer was using the reservoirs to manually deliver insulin. The educator stated that the customer was no longer using the insulin pump and is working on getting a new one. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.